Manufacturer narrative:
Investigation under iaca (B)(4) is ongoing. (B)(4). Evaluation results: visual inspection of the lens showed surgical residue and the optic was torn. The cartridge and injector were not returned.

Event description:
The surgeon attempted to implant a silicone lens model aq2033v and was damaged. The facility stated the lens came out of the cartridge and into the injector when the plunger was advanced. The lens was not implanted and there was no patient injury. It was indicated by the facility that the cause of the product malfunction was unknown.